Event description:
During a routine maintenacne visit. Ohmeda service representative noted output of vaporizer was not within specification. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be filed when the investigation has been completed.